Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting a blood spill within their cardiopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting a blood spill within their cardiopat machine. No injury or reaction was reported. Evaluation of the returned device confirmed a blood spill occurred. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).